Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01009, 3005168196-2016-01010, 3005168196-2016-01011, 3005168196-2016-01013. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using ruby coils, pod packing coils (podj coils) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced another manufacturer's angiographic catheter into the patient, then advanced the lantern through it and attempted to place an initial ruby coil. While advancing the ruby coil through the lantern, the physician encountered resistance and was unable to advance the coil further. The physician then removed the ruby coil and attempted to advance a new ruby coil through the lantern. However, resistance was met at the same spot in the lantern. Therefore, both the ruby coil and the lantern were removed. The physician then noticed that the distal tip of the lantern was kinked and realized that it had been kinked while he was advancing it through the other manufacturer's angiographic catheter. A new lantern was opened and used to successfully place a new ruby coil. Next, the physician opened a new podj coil and attempted to deploy the coil into the hypogastric artery. However, it appeared that the podj coil was wrapping around the tip of the lantern and became stuck with about ten centimeters left to go. The physician was unable to advance the coil any further and decided to detach the coil and flush it in with a 1cc syringe but the coil would not flush. The physician also tried to push the coil in using a wire but was unsuccessful. Therefore, he decided to remove podj coil using negative pressure on the angiographic catheter with a 60cc syringe and was able to remove the coil. A new ruby coil was then opened to continue the procedure. While attempting to advance this ruby coil through the lantern, the physician inadvertently pulled the lantern into the angiographic catheter and subsequently, the coil became stuck. The physician attempted to remove the coil; however, it unintentionally detached. Ultimately, the physician was able to get the coil out. The procedure was completed at this point without placing any more coils. There was no report of an adverse effect to the patient.